Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 5.4mmol/l. Customer reported that there are cracks on entering battery and reservoir. Customer stated that there is a piece of pump broke where inserting reservoir. Customer stated that reservoir can't be hold in place. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and a test reservoir will not lock or click into place. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratched and cracked display window and missing the end cap sticker.